Event description:
This is a spontaneous case report received on 04-may-2016 via news piece from a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. Consumer reported constant pain that felt like a stabbing sensation and states that she had essure coils removed after they punctured her endometrial cavity. No follow-up can be pursued as consumer contact information is not available. Quality safety evaluation received on 19-may-2016: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) coils removed after they punctured her endometrial cavity. The reported event is listed according to essure's reference safety information. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). If a perforation occurs, patient may experience pain during and after the procedure. In this particular case, patient had pain and essure was removed after it was found puncturing her endometrium. Considering event's nature and based on essure's safety profile, causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. The product technical complaint investigation resulted in an unconfirmed quality defect.. No follow-up can be pursued, since this is a laypress case.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.